Event description:
It was reported that the implant site was not comfortable as the patient felt a bulk. He could not wear a seat belt and needed to recharge monthly. It was noted that there was no injury. The patient wanted to change to a non-rechargeable battery. The patient went to a new doctor who changed the battery, which solved the problem.